Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00482.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a ruby coil detachment handle (handle) and pod coils. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a pod coil into the target vessel and used the handle to detach it; however, the pod coil failed to detach. Subsequently, the physician used forceps to successfully detach the pod coil in the vessel. The procedure was completed using seven additional pod coils and another handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the nose cone was removed from the handle body and was found to be damaged. The nose cone was measured using a pin gauge and was not within specification. During functional testing, the handle was tested on a handle test fixture and actuated the pull wire and the pull tube. Conclusions: evaluation of the returned handle revealed the nose cone funnel was damaged. The nose cone was measured and was found to be out of specification. If a pusher assembly is forcefully advanced into the handle, damage such as this may occur. If the nose cone funnel is damaged, the handle may not function properly. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00482.